Event description:
It was reported that during an unknown procedure, during use the ratchet meganism broke. A new grasper was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.